Event description:
The complaint was reported as: the customer alleges that the size of the cannula is bigger than before and it caused an ulcer on a baby's nose. The patient's condition is reported as fine.

Manufacturer narrative:
A visual inspection of the product involved in the complaint that causes this issue on the patient could not be conducted since the product was not returned. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the batch/lot number involved in this issue was not provided by the customer, however, current production was reviewed and no issues were found that can lead to this incident. It is not possible to establish a corrective action since the defective sample was not available for eval, therefore the root cause for the reported condition could not be identified. The customer complaint can not be confirmed since the sample involved in the incident reported or a picture of it was not provided, therefore it is not possible to perform a proper investigation. The last production run of the 1692 product code was verified and there were no issues that can cause the condition reported by the customer.